Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged at its distal end. The struts on the most distal rows were stretched and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After crossing a non-bsc guide wire and a 6fr non-bsc guide extension catheter, a 2.50x12mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the stent was unable to pass through the proximal port of the non-bsc guide extension catheter. When the physician attempted to remove the non-bsc guide extension catheter over the stent, the stent was flared. Both the stent and the non-bsc guide extension catheter were simultaneously removed from the patient's body. The procedure was completed with another 2.50x12mm promus premier¿ stent with no issue. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After crossing a non-bsc guide wire and a 6fr non-bsc guide extension catheter, a 2.50x12mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the stent was unable to pass through the proximal port of the non-bsc guide extension catheter. When the physician attempted to remove the non-bsc guide extension catheter over the stent, the stent was flared. Both the stent and the non-bsc guide extension catheter were simultaneously removed from the patient's body. The procedure was completed with another 2.50x12mm promus premier¿ stent with no issue. No patient complications were reported.